Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d1, d4 (version or model and catalog).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: d10.

Event description:
N/a.

Manufacturer narrative:
Updated fields h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 the intra aortic balloon catheters 2 of them (the mega balloon) kinked and unraveled while going through the arterial sheath during insertion. A 3rd larger balloon catheter was successful. The product was returned with the membrane completely unfolded and blood was observed on the exterior of the iab. The sheath was not returned for evaluation. One kink was observed on the inner lumen approximately 24.4cm from the iab tip. A laboratory sheath insertion test was unable to be performed due to the membrane being unfurled. A laboratory guidewire was used for an insertion test and successfully passed through the inner lumen and no restriction was felt. The catheter tubing outer dimensions were measured and they met the specification for a sensation plus 8fr device. The reported failure of ¿difficult/unable to insert sheath & kink¿ is confirmed by the evaluation. The inner lumen kink is most likely the cause of having difficulty to insert the sheath over the balloon. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. The reported failure of difficult/unable to insert sheath & kink is confirmed by the evaluation. The inner lumen kink is most likely the cause of having difficulty to insert the sheath over the balloon.

Event description:
N/a.

Manufacturer narrative:
Due to character limit: e1(initial reporter) - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that sensation plus 8fr. 50cc intra aortic balloon (iab) had catheter insertion difficulty/failure, as two mega balloon catheters kinked and unraveled while advancing through the arterial sheath; a third larger balloon catheter was successfully placed. There was no patient harm or injury reported.